Event description:
It was reported that the autopulse resuscitation system stopped after a few compressions indicating "replace battery." Batteries with serial numbers (B)(4) were returned for testing. No adverse event reported.

Manufacturer narrative:
This battery noted a "replace battery" (as received) and upon insertion into the test platform. After the battery was charged, it passed power testing. Therefore, the most likely cause for the experienced event is that the battery was not fully charged when used. No adverse event reported.